Event description:
The customer contact reported the device alarmed with an e630 (screw rotation error) error code. The device was returned to the biomedical department with an unsigned not that stated, "needs maintenance". No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at he user facility, the device alarmed with an e630 (screw rotation error) error code. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device passed testing. An e630 (screw rotation error) error code was noted in the device history but was not duplicated during testing. Although the device passed testing, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.